Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring detached and had to be retrieved from the original incision, no additional incisions or sutures were required. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: it was noticed that the c-ring and its attached washer tubing were not returned with the device. Therefore, the complaint that the "the c-ring detached", is confirmed. The probable cause of this failure is due to insufficient adhesive during a manufacturing process. Mfg personnel will be notified.